Manufacturer narrative:
The product was not returned to datascope for evaluation inspite of numerous attempts to contact the customer for the return of the product.

Event description:
The iab leaked. This was the only info at the time of the report. (Event complications: unknown- reported 7/24/97.) (Pt's current status: unk - rpt'd 7/24/97.)